Manufacturer narrative:
The device was returned to olympus for evaluation. Testing and inspection of the device noted that the printed circuit board failure was consistent with wear-related issue and customer mishandling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, scopes from 180 series were not recognized on video system center. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: no image was shown when connecting endoscopes from video system center which was caused by failure of the printed circuit board. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that: no image was displayed due to faulty printed circuit board of the patient board set (circuit board/printed circuit board). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.